Manufacturer narrative:
The concerto nylon coil has not been returned for evaluation; product analysis cannot be conducted. The device was not returned and procedural images relevant to the issue were not provided; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information.

Event description:
Medtronic received report of concerto nylon non-detachment. The patient was undergoing coiling of an aneurysm. Patient anatomy was described as not tortuous. The procedure was conducted as indicated in the IFU. It was reported that during the procedure, the concerty nylon coil would not detach. The physician removed the coil from the patient and completed the procedure using a new device. There were no reports of patient symptoms or complications in association with this event.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil appeared damaged, stuck within the introducer sheath but still attached to the pushwire. The instant detacher was not returned as it was discarded. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. Additionally, the pushwire was found bent at the proximal end. There was an appearance of blood with the pushwire within the introducer sheath, so the coil could not be pushed out from within the introducer sheath. During testing, the concerto coil was pulled out from the introducer sheath. An in-house instant detacher used to detach the coil during evaluation, but the concerto coil failed to detach from the pushwire after 3 attempts. The pushwire was then broken distal to the break indicator at the manual detachment location. The release wire broke when it was pulled, and the implant coil remained attached to the pushwire. The outer jacket was then removed, and dried blood was found in the skive area. The pushwire segment was then placed cleaning solution for 2 minutes and the implant coil was observed to be detached from the pushwire. The instant detacher was not returned; therefore, any contributing factors form the instant detacher could not be assessed. The cause for the failure of the concerto implant coil to detach from the pushwire was due to the intact tack weld replacement (twr) crimps. The intact twr crimps prevented actuation of the detachment mechanism; however, the cause for the intact twr crimps could not be determined. It is likely that the coin failed to pull back from the lumen stop due to dried blood in the skive area. It is likely that blood dried within the skive area caused the coin to be stuck in the skive area (against the lumen stop). All devices are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.